Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall. No further investigation is required. Reported event: an event regarding pain involving a rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
The following information was provided: left hip revision for pain and instability. Cup, insert, screws, and head revised. Replaced with competitor cup and dual mobility with stryker head and sleeve.additional information relating to this event was discovered through the clinician review of the provided medical records. The med review states 'loosening of an acetabular cup with spin out 16 years following the index procedure is unusual if the patient had no prior symptoms. This patient did have evidence of some black material in and around the femoral head.'